Event description:
It was reported by remote transmission the ventricular lead shows poor sensing measurements. Programming changes did not help. The telemetry on the transmission was poor and the diagnostics were unable to be assessed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.